Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4) and package supplier are in the process of initiating modifications. Return expected, not yet received.

Event description:
It was reported that the inner sterile package was not fully sealed and there was visible dust and an insect on the packaging. There was no patient injury and another unit was available to complete the procedure without delay.